Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm 6 (final iabp purge failure), 8 (software error or blood detected during delay state), and 9 (transducer atmospheric calibration failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative performed the condensation removal procedure. No blood was observed and verified solenoid drive and blood detect circuitry. All transducers were within calibration standards. It functioned normally and was returned to the customer. (B)(4).